Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein lead was replaced per physician's preference. The patient was doing well post operatively. The explanted device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was having high impedance on one lead. One of the leads was no longer working because the patient was not getting adequate stimulation. The patient will undergo a revision procedure wherein the lead will be replaced.

Manufacturer narrative:
Other # field is populated with the di number. Additional suspect medical device components involved in the event: model #: sc-2208-70, serial #: (B)(4), description: st linear lead 70cm model #: sc-2218-70, serial #:(B)(4), description: linear st lead, 70cm.

Event description:
A report was received that the patient was having high impedance on one lead. One of the leads was no longer working because the patient was not getting adequate stimulation. The patient will undergo a revision procedure wherein the lead will be replaced.